Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cases were broken. Analysis also found that the battery release was contaminated/damaged, that the two side bail covers and the ring cover were broken, that the lead flex cover, one board cable connector, the battery drawer, the battery flex and the liquid crystal display were contaminated and the two side bails and the ring were missing. All defective parts were replaced. (B)(4).

Event description:
The external pulse generator which was returned as a result of being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.